Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that the time was inaccurate by 1 hour after the pump was reset. Reportedly, customer corrected the time to resolve the issue and resume insulin therapy on the pump. Customer's blood glucose level was 143 mg/dl.